Event description:
Boston scientific received information that this left ventricular (lv) lead contributed to diaphragmatic stimulation so the physician attempted to reposition the lead. However, the lead was met with resistance and had to be explanted and replaced. Upon explant, the lv lead appeared fractured. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed and an updated report will be submitted.

Manufacturer narrative:
According to lab analysis, the complete lead was returned. Visually, a lead fracture was not observed. The allegation that the lead was fractured was not confirmed by analysis: the coils were intact; testing confirmed the lead was electrically continuous; and therapy was available.